Event description:
Patient underwent a lumber fusion between l3 - l4 on (B)(6) 2011. The peek interbody fell apart after the surgeon impacted. The surgeon removed the peek implant and selected another one. The surgeon then completed the procedure. No extra time was involved.

Manufacturer narrative:
.